Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, there was an obstruction between the transmitter and the pump. Technical support told the customer to move transmitter closer to pump. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.